Event description:
It was reported that a spectrum pump failed to pass flow rate accuracy testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and the supplemental report will be submitted.